Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported several years following an intraocular lens (iol) implant procedure, a patient presented with decreased vision and a "cloudy" "white" film on the lens. Additional information was requested.

Event description:
Additional information was received from the surgeon that the patient's symptoms are continuing.

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).